Event description:
The surgeon was using a 10 ml control syringe during a procedure. The two plastic rings on the plunger broke into several pieces as he attempted to inject, including some very sharp pointed edges that could have caused harm.====================== manufacturer response for 10 ml control syringe, bd 10 ml control syringe (per site reporter)======================the field rep just picked the syringe up yesterday and will be back in touch